Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral bioprosthetic valve was implanted and explanted on the same day. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that after the device was sutured into place but before the patient's chest was closed, the device was explanted and replaced due to paravalvular leak (pvl) caused by heavy calcification on the native annulus. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: based on the received information, the paravalvular leak (pvl) was due to calcification on native mitral annulus, and was related to patient condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.